Manufacturer narrative:
The sample has been returned to arrow. Co's examination of the sample revealed that the torque cable fractured at the end of the outer catheter. It is probable that the fracture was caused when the device was used in a high stress/friction area such as a tight loop.

Event description:
It was reported that the basket separated from the cable approx eight minutes into the procedure a loop snare was used to remove the basket. There were no additional complications.